Event description:
Medtronic received information that during use of a cardioblate bp2 device, it was reported that after the device was normally connected to the generator and saline, water did not come out of the clamp tip when it was used for the first time and a high-impedance alarm occurred. The saline flow issue persisted after repeatedly troubleshooting the connection issues between the bp2 device and generator. The bp2 device was replaced and the generator was used. There was no adverse patient effect associated with this event. Medtronic received additional information that the high impedance occurred when the device was placed in contact with tissue and it began to ablate. There was no saline present at the ablation site when the high impedance occurred. The operator was experienced with use of the device. The generator model was a g2 host, with model number 68000. The bp2 device had not been connected 6 hours prior to the use. There was no error code listed on the generator and the generator functioned normally.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.